Event description:
It was reported that the patient with this neurostimulator, approximately three weeks after the implant, experienced a pulling sensation in the leg on the same side as the lead when stimulation was at a certain level, along with pain at the battery site during stimulation. Reprogramming was attempted but did not resolve the issue, and the patient reported that the device did not provide benefit for their symptoms. Imaging showed the lead had shifted from its original position. The patient was doing well on a lower level that did not produce pain but wasn't alleviating the symptoms. The patient underwent a revision procedure. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, neurostimulator: (B)(4) premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device migration was confirmed through a media inspection of the pictures provided. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to discomfort, incontinence, urinary, pain, undesired sensations, stimulation-related and migration which are addressed in the product labeling and risk documentation.